Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 173 mg/dl and the sensor glucose was 50 mg/dl at the time of the incident. Customer reports that they had a blood glucose level of 212 mg/dl and treated with the insulin pump. But after that, he continuously received a blood glucose level too low alarm. Customer ignored the threshold suspend then ems showed up. Customer also reported that they had a high blood glucose level of 519 mg/dl last night and treated with manual injection. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.